Event description:
It is reported that the surgeon drilled too far down the canal when preparing for the tibia. The space was filled with bone cement.

Manufacturer narrative:
This report will be amended when our investigation is complete. Eval summary: the drill line that was used was indicated for use when a stem extension was being used, which was not being used in this case. This resulted in the canal being over drilled and was filled with bone cement prior to implanting the final component. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be rec¿d, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.